Event description:
It was reported that an arteriotomy closure of a scarred common femoral artery was attempted using a proglide device with a 6f sheath after an interventional angioplasty procedure. Reportedly, resistance was met while lifting the lever and the foot could not be deployed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the foot could not be deployed was not confirmed because during evaluation the foot was deployed and retracted without any resistance noted when opening and closing the lever. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported issue appears to be related to scar tissue at the access site and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.